Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customers blood glucose level was impacted (400 mg/dl) the customer took a manual injection to stabilize bg level. It was indicated that the customer would continue to use the pump until the replacement arrives.